Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not wear the pump and the transmitter within range of each other. The customer's blood glucose level was 40 mg/dl. Customer addressed bg by consuming carbohydrates. Reportedly, the transmitter regained connection after bringing tx and pump within range, and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿